Event description:
It was reported that the patient experienced elevated blood glucose for several hours while using the ilet system, coinciding with a temporary stop in insulin delivery during a supply change and a missed meal announcement at the time of a usual meal. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond routine troubleshooting. Investigation included a review of reported use patterns and guided troubleshooting with infusion set replacement and education on meal announcements. Investigation of this case revealed that insulin delivery had been interrupted due to supply change and that a meal was consumed without announcement, both of which can contribute to high glucose. It was concluded that the event was related to use-related factors, including interrupted delivery and missed meal announcement, and that device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
(B)(4).